Event description:
It was reported during an afib case, a pericardial effusion was noticed. Caller reported that there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by the soundstar imaging catheter. Caller noted that the medical intervention provided was "protamine and medication to keep the blood pressure up". The last known status of the patient was reported to be in stable condition when she left yesterday. Caller stated she will follow up with the patient status and the medication that was administered to the patient today. The caller stated the physician was not certain what caused the injury. Caller declined fse follow up. The only bwi catheters in the body at the time of the injury was a soundstar catheter (unknown lot #) and a octaray catheter (lot #31593024l - ref- d160906). Both catheters are available to return. The carto 3 system was only used for mapping. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).